Event description:
Baxter sales representative (bsr) sent email notification of complaint on behalf of customer to corporate product surveillance. Customer reported that the facility constantly had a vialmate leak. The customer had a vancomycin vial connected to a vialmate and aviva bag leak while the bsr was at the facility. The customer has a sample. There was no report of patient injury or medical intervention necessary in association with this event.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Since the product code and lot number for the device are unknown, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.